Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
The following additional information was obtained. Per report, the reported abrasion with bullae was noted as "cornea-epithelium", and a slit lamp examination indicated that the cornea epithelium was "normal".

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Corneal abrasion and hyphema are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. The reported events are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented with postoperative abrasion with bullae and micro hyphema, which was characterized as "mild" and "non-serious". Per report, the patient was treated with medication and was noted as recovering with the event resolving. Additional information has been requested.